Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomenon, ¿no image without recognizing the scope¿, was reproduced, and it was found to be due to a poor scope socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed. The investigation found the device will intermittently not accept the scope, due to bad scope socket. And the worn-out scope socket slider switch causes the intermittent use of high intensity mode. Additionally, a non-olympus lamp life meter was found, which had expired and was over 500+ hours. This investigation is ongoing. And a supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), that the evis exera iii xenon light source will intermittently not accept/recognize the scope. And there was no picture. The reported issue was found during preparation for use. There were no reports of patient harm.